Manufacturer narrative:
On (B)(6) 2020, mentor became aware that procedure type received on 2/6/2020 was inadvertently not reported in the previous submission. The procedure type was primary breast reconstruction surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/4/2020, the mentor failure analysis lab received the device for evaluation. On (B)(6)2020, mentor became aware of the following and information has been updated on this form: 1. Catalog # 3549214. 2. Serial # sn (B)(6). 3. Lot # 7632602. 4. Date of implantation date: (B)(6)19. 5. Patient date of birth (B)(6)53. On 2/13/2020, device evaluation was completed. Device evaluation summary: during visual evaluation of the device, it was noticed a tear between the patch and shell. Microscopic examination was performed and the cause of the rupture could not be identified. Possible causes of deflation of tissue expander-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown side expander deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age and race underwent unspecified breast surgery with unknown size cpx4 size unknown tissue expander and was presented with unknown side expander deflation. As a result, the tissue expander was removed and replaced on (B)(6) 2020.